Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The service technician recovered tubing to accumulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 has no peep pressure. At this time, there is no information regarding patient involvement associated with the reported event.